Event description:
It was reported that a patient underwent a midline laparotomy on (B)(6) 2012 and suture was used on abdominal fascia tissue. The patient developed subcutaneous wound infection on (B)(6) 2012. The patient underwent surgical revision of the midline wound cranial and caudal and local treatment on (B)(6) 2012. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device associated with this event is not known. The international affiliate reports the following possible devices: pds ll plus antibacterial suture. Pds ii (polydioxanone) suture.